Event description:
It was reported in a (B)(4) transmission that the patient's right ventricular (rv) lead exhibited several episodes of non-sustained right ventricular oversensing. It was noted that the cause of the episodes was noise. The rv lead remains unaddressed. The patient was in stable condition.